Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/5/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: reported lot number of rh8035 corresponds with product code j490g with a manufacture date of 07/26/2002 and expiration date of 07/31/2007. This complaint for (B)(4). Please provide the following: is (B)(4) the correct product code? If no, please provide correct product code. What is the correct lot number? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any adverse consequence associated with the patient? No patient consequence. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Reported lot number of rh8035 corresponds with product code j490g with a manufacture date of 07/26/2002 and expiration date of 07/31/2007. This complaint for vcp358h. Please provide the following: is vcp358h the correct product code? If no, please provide correct product code. What is the correct lot number? Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a lower uterine cesarean section on (B)(6) 2021 and suture was used. During the procedure, the problem of pulling off suture needle happened when it was used. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.